Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and insulin pump received no delivery alarm. The customer blood glucose level was 400 mg/dl. The customer was assisted in performing a 5.0 unit fixed prime and insulin exited. The customer wished to run an additional 5 units fixed prime to determine if cannula connection may be occluded and the insulin did not exit, no delivery alarm. Customer states the cannula was not bent. The insulin pump will not be returned for analysis.